Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar arthrode sis procedure, the key broke during surgery. It was being handled by the surgeon. The company's instrument technician was present during the incident and claims that it was not misused by the surgeon. .there were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product no: 2942001, lot no: ct22m009 visual inspection confirmed the inserter has broken at the handle. Optical inspection of the fracture area did not reveal any signs of preexisting damage that would contribute to the instrument breaking. The damage to the instrument is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.